Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the battery backup. A field service engineer powered off, unplugged the battery backup and reseated sata connectors for the hard drive, and replaced the battery backup to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system that it had a power failure, and the battery backup was beeping. A customer was able to get medication from another station and there was no delay in dispensing medication. There were no adverse events or injuries reported based on this incident.